Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300s mg/dl in the morning. A bolus was delivered to address the bg level. The customer reported that the pump supplies were due to be changed and was thought to have been the cause of the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.